Event description:
Coiling treatment of an aneurysm. During coil delivery, it was reported the coil partially detached and stretched after herniating into the parent artery. The physician was able to retrieve the coil using the distal access catheter (manufactured by concentric medical) with an amplatz snare. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.